Manufacturer narrative:
The device was returned. Evaluation of the device was able to confirm the reported tip fracture and identified the cause as excessive force. Based on the information obtained, the root cause of the reported event was determined to be excessive force placed on the device as a result of the patient's extremely hard bone. Labeling review: "warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." " the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury." " the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."

Event description:
It was reported that during a procedure while the surgeon was tapping, the distal tip of the tap fractured. The fractured portion was unable to be retrieved and was left in-situ. No further patient impact was reported. No additional information was provided.